Event description:
Boston scientific received information that the associated implantable cardioverter defibrillator (ICD) was being explanted for normal battery depletion (nbd). During the procedure, this right ventricular (rv) lead became stuck in the header. Subsequently the terminal pin separated from the lead body. It was also reported that there was damage to the conductor and insulation of the lead. The device was explanted and the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.